Event description:
It is reported that lead could not be completely tested during implant since patient was in atrial flutter. Pacing thresholds could not be tested and sensing was low. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.